Manufacturer narrative:
It was reported that the procedure was completed and hysteroscopy was performed. There was no patient consequence reported.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the procedure, the pressure dropped. The case went for about 6 minutes. When the catheter was removed, it was noted there was a hole in the balloon. It was reported that the balloon primed with no issues and that there were no holes noted during the priming phase. The surgeon opined that the thermal ablation was completed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a pinhole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.